Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, an hour following the initial implant, the left ventricular (lv) lead was dislodged. The dislodgement was confirmed via diagnostic imaging. Reprogramming was performed. No further intervention has been performed at this time.